Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels ranging from 300 to 600 mg/dl. Cause was unknown. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.